Manufacturer narrative:
Device received with critical pump error and unable to download due to corroded electronic assemblies. Device received with corroded battery tube and corroded motor home switch. Device received with minor scratches on case, pillowing keypad overlay, faded serial number label, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump had critical pump error. The customer¿s blood glucose was 19 mmol/l. The customer states we have a big problem one of the pumps not working and alarming and cannot stop that either. Troubleshooting was performed and customer reports they received a critical pump error image on the pump screen. The customer was advised pump will be replaced. Advised to revert to backup plan. The insulin pump will not be returned for analysis.